Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter, in-house contour next test strips and in-house contour next control solution from lot # 1bv2g83, as the control solution with lot # 1bv2g69 associated with the event expired in aug-2022. The control readings obtained during the in-house testing were within acceptable range and properly marked as control tests.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test and obtained a reading of 233 mg/dl at 11:39 a.m. With the contour next ez meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.